Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The nurse reported a system message displayed during surgery. The system was rebooted three times and the system message cleared. The case was completed as planned. The facility biomedical technician checked the system and stated the system was priming fine. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and duplicated the problem reported. The fluidics module was replaced. The software was updated. The system was then tested and met all product specifications. The fluidics module has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).